Event description:
It was reported that the customer visited the emergency room (ER) on multiple occasions due to a low blood glucose; details and nature of ER visits were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.